Manufacturer narrative:
Per -3201 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, whether the patient experienced and trips / falls post primary, whether the patient followed correct post-op protocol, whether the patient experienced any pain, dislocation or mobility issues prior to the revision and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of the investigation was limited. It was reported that the patient had not experienced any sort of trauma post primary surgery and had followed correct post-op protocol. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The explanted liner and head were returned to corin and reviewed. This review found indications that the liner may not have been fully impacted during the primary procedure, thus leading to the displacement and subsequent revision. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and ceramic head after approximately 1 year due to the ecima liner becoming dislodged from the cup.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and an update on the patient following the revision, has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be reviewed. The explants are being returned and will be reviewed at corin. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 1 year due to the ecima liner becoming dislodged.